Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during left ventricular (lv) lead implant, the physician felt it was difficult when passing the wire into the lead. It was also noted the guidewire became stuck and could not be removed. The lead was removed, access was obtained a second time, and a new lead was placed. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor was extrinsically distorted due to kinking/buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.